Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. The customer's mother is calling on behalf of the customer, she states the customer feels well and requires no medical attention. The customer's expected blood results are 130-170mg/dl fasting. Verified the strips expired 9/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:380mg/dl (B)(6) 2015 11:30:00 am fasting:yes. 2:311mg/dl (B)(6) 2015 12:15:00 pm fasting:yes. 3:246mg/dl (B)(6) 2015 10:15:00 am fasting:yes. 4:158mg/dl (B)(6) 2015 06:46:00 am fasting:yes. 5:146mg/dl (B)(6) 2015 06:43:00 am fasting:yes. The customer is concerned with these results: 380 mg/dl on (B)(6) 2015 at 11:30 am, 311 mg/dl on (B)(6) 2015 at 12:15 pm, and 246 mg/dl on (B)(6) 2015 at 10:15 am.